Event description:
Device malfunction: none. Symptoms ae: myocardial infarction, required additional hospitalization time of symptoms/ae: 20 days post stenting procedure. It was reported that the pt experienced a myocardial infarction (mi) 20 days after the stenting procedure. The pt was hospitalized and treate with a non-abbott drug eluting stent. Per the investigator, the mi was not related to the device. Reportedly the pt's condition is improved. No additional info is available.